Event description:
It was reported that a user of the ilet experienced hyperglycemia with a maximum blood glucose of 456 mg/dl that persisted overnight while using a 6 mm steel contact detach infusion set; the agent guided the user to change the infusion site, and blood glucose subsequently trended downward, with suspected suboptimal insulin absorption related to infusion site and scar tissue. Symptoms included marked thirst. Outcomes included no hospitalization, no medical intervention, and no assistance required. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the event was consistent with infusion site performance concerns without confirmation of device malfunction. It was concluded that the cause of hyperglycemia was unclear and that user action resolved the condition. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.